Event description:
During an open heart surgical procedure, while removing the pericardial sutures, the black plastic suture holder tab broke and could not be found. The hosp staff presumes that the pieces fell inside the pt. The surgery lasted for approximately 15.15 hours. The product is not radio-opaque, therefore it was undetectable by x-ray. The pieces could not be found on the table or floor. Another tab was also reported to have broken while the device was being cleaned to be returned for evaluation. The pt was last reported as of october 30, 2000 to have recovered without any complications or side effects.